Event description:
It was reported that this brady device was suspected of exhibiting premature battery depletion behavior. It was noted that the patient's underlying rhythm is atrial fibrillation. Additionally, it was noted that the device had been previously reprogrammed. At this time, no device data has been provided for further review. No adverse patient effects were reported. The device remains implanted and in service.